Manufacturer narrative:
The medela customer service rep requested the customer to call us directly to troubleshoot and/or replace the breast pump as needed. The customer has not contacted medela customer service as of (B)(4) 2015. The product involved in the complaint will not be returned for evaluation at this time. Therefore, no conclusion can be made as to the cause of the event. Customer follow up was not successful. Should additional info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time. "Mastitis is usually a benign, self-limiting infection, with for consequences for suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, pg 294)] it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4).

Event description:
The customer reported that her breast pump has low suction and motor is loud. She also has had mastitis infections in the past.